Manufacturer narrative:
Complaint sample was returned for eval, however, the sample was insufficient to perform all required testing. Results of the testing performed found the solution was within specifications. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Based on all info, no casual factors can be determined and no conclusion can be drawn.

Event description:
Consumer used multi-purpose solution and within 2 hours experienced blurry vision and red, burning eyes. Consumer visited ophthalmologist and was diagnosed with corneal edema and treated with zylet. Later that evening, consumer felt pain in her eye and visited emergency room where she was diagnosed and treated for a corneal abrasion. The consumer followed-up with the initial ophthalmologist the next day with complaints of pain and discomfort. Upon examination, the ophthalmologist observed swelling of the right eyelid and a 1.5mm triangular-shaped paracentral epithelial defect along with corneal staining. Corneal edema was also noted in left eye and superficial punctate keratitis. The ophthalmologist referred the consumer to a corneal specialist the same day. Per the consumer, the corneal specialist informed her that it could be shingles of the eye. A follow up was made to the consumer who confirmed her condition resolved with treatment. We are awaiting medical documentation from the emergency room and corneal specialist for this event.